Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested and the following was obtained: what is the current patient status? The patient recovered. Does the surgeon routinely load and inspect each clip within the jaws of the device of the structure before closing on the vessel? No information. How many clips does the surgeon routinely place on the patient¿s side? No information. Where there any issues noted with clip formation in the initial procedure or in the re-operation? The bleeding occurred from the left gastroepiploic artery in the initial procedure. On 8 days after the initial procedure, the patient had a fever. The bleeding occurred from around the left gastroepiploic artery postoperatively. Dr. Said that the bleeding site was not identified whether from the left gastroepiploic artery or other site near. Were there any issues with the device in the initial procedure? No. How was the bleed diagnosed? No information. Additional information from the sales rep: in the re-operation, hand suture and electrical scalpel were used to stop bleeding.

Event description:
It was reported that arterial hemorrhage occurred eight days after a laparoscopic assisted distal gastrectomy and emergency operation was performed. During the initial operation, the device was used to stop bleeding (not related to the use of the device) from the left gastroepiploic artery, but according to the doctor, the site of bleeding was hard to see because of the blood. At the re-operation, some clips were found fallen from the artery, but the site of the bleeding was not determined. It could be either the lgea or another artery. The amount of bleeding was unknown. No blood transfusion was required. Another el5ml was used to stop bleeding and complete the case.